Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the infusion device delivered 4 units of insulin by "bolus extension" function. Patient reported she has never chosen this function for her insulin therapy. She attempted to view this but was unable to enter the "bolus extension" function. The selection was blocked, and the infusion device returned to the top of the menu. Patient changed the battery on the infusion device and verified the bolus history. The 4 unit bolus was listed in the history. Patient's blood glucose was higher than normal due to antibiotics and "influence." Patient switched to her backup infusion device. Infusion device was requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.